Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a misalignment in the touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that there was a misalignment of the response position on the touchscreen. A touchscreen calibration was performed, but the issue was not resolved. The touchscreen was replaced to resolve the issue. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.